Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was stung on the head by an insect while gardening. In an attempt to swat it away, he struck his head, causing the processor to detach. After reattaching it, he noticed hearing issues. The auditory dropouts can be reproduced by applying pressure to the implant site and during yawning or chewing movements. External components were checked and replaced without improvement. A clinic appointment is scheduled for (B)(6) 2026 to determine a date for re-implantation.